Event description:
The MFR received info alleging a pt circuit malfunction led to a pt being admitted to the hosp. According to the reporter of the event, the pt circuit tore and caused a large leak resulting in insufficient ventilation to the pt. The ventilator, to which the pt circuit was attached, reportedly alarmed to alert the caregiver of the event. The caregiver manually ventilated the pt who was then transferred to the hosp for eval. The pt was returned to his baseline condition and discharged from the hosp. No permanent harm or injury was reported. The pt circuit has yet to be returned to the MFR for eval. A f/u report will be filed when the investigation for this reported event is complete.